Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set would not flow. It was further specified that reporter stated that they are still experiencing clogging filters. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received which clarified that the filters (access sets) in use, during the events, were non-baxter products. Should additional relevant information become available, a supplemental report will be submitted.